Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
Endologix was made aware of a complaint regarding a patient with a probable endoleak type 2. Dr. (B)(6) notified rep on monday((B)(6) 2018) of the probable leak and notified rep on tuesday that the angio revealed a fabric tear/leak that was noticed on the crotch of the bifurcated afx graft. In addition, sac growth was observed (6.4cm). Physician re-lined with a gore graft to fix the leak on (B)(6) 2018. Patient is doing well and was sent home. Patient 's intial/index case was done with an afx graft that was put in at (B)(6) in (B)(6) 2013 with dr. (B)(6).

Manufacturer narrative:
At the completion of the clinical evaluation and based on the information received, there was substantial evidence to support the following reported events: the type iiib endoleak of the main body and the type ii endoleak from a lumbar artery. The complaint is most likely device-related (use of strata material). Procedure-related harms for this complaint could not be determined based on the information shared with endologix to review. The final patient status was reported to be stable, discharged from hospital post reline with a non-endologix stent. The clinical assessment determined that there was evidence to reasonable suggest stent cage dilation of the main body of 20% (stretched and breached) occurred that was not included in the event as reported. The dilation was discovered on (B)(6) 2018 during review of the 54 month post implant CT scan. The manufacturing lot review confirmed all devices met specifications prior to release. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiib endoleak. Endologix implemented the following corrective actions with the intent of reducing type iiib endoleak events; 1. Upgraded graft material (i.e. Duraply) and 2. Updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place (B)(6) 2014. The type iiib endoleak rate for afx manufactured and implanted before these corrective actions were put in place is trending at 2.5%. Since the corrective actions were implemented, the type iiib endoleak events reported for afx devices has been reduced to <0.2%. Additional information: (B)(4).